Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad) to the mid lad. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found the mounted stent on the stent delivery system was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the fifth proximal stent strut, which is lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad) to the mid lad. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found the mounted stent on the stent delivery system was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.